Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assist with pump reset once customer obtained charging supplies. After resetting the pump, malfunction did not recur thereafter. The customer was advised to continue using the pump.